Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number" field was corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the damage was likely attributable to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customer's initial report of damaged eye piece was not confirmed. The lens inside was misaligned, causing a blurry image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus the eye piece on endoscope and accessories is damaged. There was no delay in the therapeutic laparoscopic procedure and the patient was not under sedation. The malfunction was found during reprocessing and the procedure was completed with the same device. Here were no reports of patient, user harm or procedure associated with this event.